Manufacturer narrative:
The surgeon monitor was returned to the manufacturer for analysis. During investigation it was found that when connected to a known good system the returned monitor displayed a good image at power up. However, after warming up, the monitor went blank as reported. The hardware investigation found that the reported event was related to a hardware electrical issue; lcd monitor malfunction. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the monitor was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor for the navigation system was intermittently losing functionality. The cable for the monitor being unplugged and re-inserted would restore functionality. There was no patient present when this issue was identified. No additional information was provided.